Event description:
Bacterial pneumonia [pneumonia bacterial]. Device physical property issue (black spots developed on plastic, rubber parts of toothbrush handle) [device physical property issue]. Case description: a consumer reported that they, an adult female age unspecified, used an oral-b toothbrush, version unk, unspecified total daily use, and was hospitalized and quarantined for several days after being diagnosed with bacterial pneumonia in (B)(6) 2011. The consumer mentioned that black spots had developed on the outer plastic surface and through the rubber materials in cracks and crevices between parts of the toothbrush handle (device physical property issue) and wondered if she might have contacted the bacteria from the toothbrush handle. Treatment: unspecified hosp care. The case outcome was recovered. The consumer has discontinued use of the oral-b toothbrush. No further info was provided.

Manufacturer narrative:
Product was not provided by the reporter, therefore, unable to proceed with product investigation.